Event description:
I have been trying to reach a person on your phone lines and was put on hold on my cell phone for 27 minutes then cut off and now a recording just comes on all the time saying all lines are busy. I would like to talk to someone about the recall on the complete moistureplus multipurpose solution recall. I had just purchased a new bottle in 2007 and had to be seen by the eye dr five days later and I am still seeing an optometrist every two to three days due to the severity of my infection. I am enclosing some of my physician reports, so you can verify and would appreciate a return call, since I am having a hard time getting through to you by phone. I thought it might be easier if you can call me.